Event description:
The report received from the customer stated "the pt suffered several false passages with the cannula; the device was checked by the clientrespiratory technician and found that the balloon is situated 8 mm lower than on previous lot causing instability of the cannula." "The tube was replaced." No other info was reported.